Event description:
It was reported that t:slim x2 pump battery would not charge even though customer used tandem charging cable, tandem wall adapter, and confirmed working wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to leave wall adapter plugged into known working outlet for at least 30 minutes, and problem resolved after pump remained plugged into wall socket for about 45 minutes, after which technical support closed case.